Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push during use. The following information was provided by the initial reporter: "the cusomter complained that the plunger of the syringe was hard to push."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 17-nov-2022. Investigation summary: it was reported the plunger of the syringe was hard to push. To aid in the investigation, one empty sample with no packaging flow wrap, and one photo was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible the customer received product toward the higher specification limit that required extra force than normal to expel the solution. The photo provided shows the sample received. A device history record review was completed for provided material 306546, lot number 1294966. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push during use. The following information was provided by the initial reporter: "the cusomter complained that the plunger of the syringe was hard to push."